Event description:
It was identified during a period review of the programming history database that the patient's device showed high impedance and low output current after a system diagnostics. The final interrogation showed the device was still on and settings were not changed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was turned off because they do not wish to go forward with the lead replacement and the patient is seizure free. No surgery has been reported to date. No additional relevant information has been received to date.